Event description:
Customer reran 20 ise patient samples after experiencing problems with calibration and qc. Fifteen to twenty ise results were amended and called to the respective doctors to report the errors. All patients were out-patients. Customer provided ise results for four patients, two were discrepant. All repeat results were processed on the p module. Patient 1, initial sodium result was 132, repeat gave 140 mmol/l. Patient 2, initial sodium result was 134, repeat gave 140 mmol/l. No additional patient information was available. No adverse events were reported. Sodium electrode lot # was not provided. The field service representative was unable to determine the cause of the discrepancies. He replaced all syringe seals, pinch tubing, sample probe and reagents. He cleaned the reaction well and ran performance tests, calibration and qc, all were acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.